Manufacturer narrative:
Date of initial report: (B)(6) 2017. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported during intraoperative use, that the device had a jaw issue with tissue sticking. Additionally the device did not work. When the surgeon went to activate, the device emitted the error signal. There was no patient injury involved regarding the event. The device was replaced by another manufacturer's product.

Manufacturer narrative:
One used lf1723 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection found no defects. The device was activated multiple times on porcine kidney samples, pressing the button in various locations on a range of vessel sizes to detect any activation issues. All seal cycles were completed satisfactorily. A full thermal effect was visually verified without tissue sticking. The investigation found the device to function normally and within specifications. There are factors during use that can affect seal quality, and the instructions for use included with this product lists measures to ensure sealing effectiveness. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.